Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the harmonic ace shears instrument broke off and fell into the patient. The broken piece was retrieved during the same procedure. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: all fragments were retrieved through the trocar and all pieces were accounted by reconstructing the instrument. No post-operative tests were performed. The instrument was used for half of the procedure. The instrument was inspected prior to use and no damages were noted. The instrument broke when the surgeon was grasping the tissue. There was no instrument collision and there were no issues with instrument's functionality prior to breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported complaint. Failure analysis found the primary finding of broken blade to be related to the customer complaint. The blade broke at roughly 0.176 from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.